Manufacturer narrative:
It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 298 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be bent and dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent or kinked. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. Inspection of the fluid path and needle mechanism components found no evidence of damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Inspection of the fluid path found the soft cannula to have a leak and tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. This leak interrupted fluid flow through the fluid path and was found to have no affect on the reported events.